Event description:
A high glucose reading issue was reported with the use of the abbott diabetes care (adc) device. A customer received a message 'hi' (reading > 500 mg/dl) on the adc device compared to how they felt. The customer did not notice a trend arrow on the device. As a result, the customer self-treated with 10 units of insulin injection (type unspecified). A few hours later, the customer obtained a reading on the adc device of "approximately 50 mg/dl." The customer experienced a loss of consciousness for a few hours and then was able to regain consciousness to obtain an additional blood glucose reading of 350 mg/dl on the adc device. The customer was unable to self-treat due to their symptoms and had contact with a healthcare professional (emergency room doctor) who performed an unspecified examination, however, no treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. The sensor was found to be in sensor state 6 (indicating early termination). Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test with connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. The review identified a tripped trend and corrective actions were taken. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the use of the abbott diabetes care (adc) device. A customer received a message 'hi' (reading > 500 mg/dl) on the adc device compared to how they felt. The customer did not notice a trend arrow on the device. As a result, the customer self-treated with 10 units of insulin injection (type unspecified). A few hours later, the customer obtained a reading on the adc device of "approximately 50 mg/dl." The customer experienced a loss of consciousness for a few hours and then was able to regain consciousness to obtain an additional blood glucose reading of 350 mg/dl on the adc device. The customer was unable to self-treat due to their symptoms and had contact with a healthcare professional (emergency room doctor) who performed an unspecified examination, however, no treatment was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A high glucose reading issue was reported with the use of the abbott diabetes care (adc) device. A customer received a message 'hi' (reading > 500 mg/dl) on the adc device compared to how they felt. The customer did not notice a trend arrow on the device. As a result, the customer self-treated with 10 units of insulin injection (type unspecified). A few hours later, the customer obtained a reading on the adc device of "approximately 50 mg/dl." The customer experienced a loss of consciousness for a few hours and then was able to regain consciousness to obtain an additional blood glucose reading of 350 mg/dl on the adc device. The customer was unable to self-treat due to their symptoms and had contact with a healthcare professional (emergency room doctor) who performed an unspecified examination, however, no treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.